Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. D10. Concomitant medical products updated iuniht, certain titanium hexed screw lot 1290499 x 2 & unihg, gold-tite hexed uniscrew lot unknown x 2. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) unihg, (gold-tite hexed uniscrew) for evaluation. Visual evaluation was performed, the screw shows signs of wear/use, the screw was fractured at the hex. Device history record (DHR) review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the unihg dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: dental: functional: fracture: screw based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error, applying to much torque/speed during seating. Therefore, based on the available information, a device malfunction did occur. The screw was fractured at the hex. The reported event was confirmed. No further investigation or immediate CAPA / the/descalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d1: brand name unknown / provided d2: type of the device unknown / not provided d4: additional device information: unknown / not provided g4: date received by manufacturer g4: premarket identification PMA/510(k) # g6: type of report h2: follow up type h10: additional narrative.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. D10. Concomitant medical products iuniht, certain titanium hexed screw lot 1290499 x 4 & ilrght, certain titanium large hexed screw lot 1256708 x 2. G4: premarket identification k072642.

Event description:
The doctor reports that the dental screws located in unknown buco-dental positions failed because they fractured, some of them fractured by the head. The doctor reports that the procedure was concluded by placing another screws.